Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned severed approximately 938 millimeters (mm) from the terminal end with the tip of the lead being noted to be cut off. This damage was concluded to be consistent with induced damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead dislodged one day post implant. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this left ventricular (lv) lead dislodged one day post implant. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.